Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer performed a system check and thought that the occlusion was within the tubing; however, after changing the tubing, another occlusion occurred. The cannula was removed and no damage was noted. The customer put a new infusion set site in. The customer's blood glucose level was not impacted.